Manufacturer narrative:
This report is for unknown - locking compression plate (lcp)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article rubberdt, a. And et al. (2008) the pre-formed lcp plate fixator system for ao type 13c3 distal humerus fractures. Unfallchirurg, volume 111: 308-322. The purpose of this article is to present the results of surgical treatment for ao type 13c3 distal humerus fractures using lcp (locking compression plate) fixation. Between january 2004 and december 2006, eleven (11) consecutive patients with a fracture classified as ao type 13c3 could be identified. The average age for the 11 consecutive patients was 44 +/- 11.3 years (male n = 8, female = 3). The average follow up examination period was 14.7 +/- 4.8 (8-22) months post-surgery. A copy of the literature article is attached to this medwatch. This is report 4 of 4 for (B)(4). This report is for an unknown - locking compression plate (lcp) and refers to patient 11 ((B)(6), male), who had a secondary fracture dislocation after breaking of the angle stable anchored screw head and dislocation of 3.5 mm 11 hole lcp plate.